Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the screen of the navigation system went dark and the navigation system restarted without prompt from ther user. After the restart, login was required. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of 3-4 minutes due to this issue and the surgeon opted to complete the procedure with a c-arm. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. It was noted that the MDR 1723170-2018-01073 was related to the reported issue and the solid state hard drive replaced and reported the software functioned as designed.